Manufacturer narrative:
Product analysis the protégé everflex was returned with a fractured stent over the distal end of the outer. A clear film was tangled within the stent struts. It was discovered the clear film originated from the distal rim of the outer shaft. The clear film material was liner from the inner lumen of the outer shaft assembly. At approximately 2cm from the tip assembly the inner was bent/flattened. The stent was approximately 10cm long. The stent was able to be removed from the tangled film. One end of the stent shows a radial/circumferential fracture, the tantalum spheres expected on each end of the stent were not present on the suspected fractured end. The clear film from the outer was approximately 8 cm in length outside of the catheter. Traces of dried blood were noted at the distal rim of the outer. With direct lighting applied to the catheter liner, concurrent ridges to the liner was identified. The distal end of outer catheter shaft was cut in order to inspect the inner liner. It was observed the inner liner material showed ridges pointed in the direction to the distal tip. Image review a photo of a protégé everflex device label. The device label indicated lot a669468. No photos of the protégé everflex device were provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protege everflex stent to treat a plaque moderately calcified, moderately tortuous, 70% stenotic lesion in the mid left superficial femoral artery(sfa). Artery diameter and lesion length were reported to be 5mm & 6mm, respectively. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. A 6fr non-medtronic sheath and a non-medtronic guidewire was used. No embolic protection was used for the procedure. The device did not pass through a previously deployed stent; however, resistance was encountered on advancing the device to the lesion. There was no excessive force used. It was reported that there was difficulty removing the device post deployment of the stent. It was reported that the delivery catheter became caught on the stent upon withdrawal. Some of the stent became stuck but the remaining part of the stent was removed. The physician then took a turbohawk atk device along with a 7fr non-medtronic sheath and a non-medtronic guidewire and a 6mm embolic protection device. The cutter head was unable to be pushed to the front end and the procedure was completed with a pta balloon device. A trailblazer was also reported to have been prepared along with a 8fr non-medtronic sheath and a non-medtronic guidewire and a 5mm embolic protection device. It was re ported that the tip of the device was damaged. Another support catheter was used to complete the procedure. There was no patient injury reported.